Manufacturer narrative:
Heartsine evaluated the device and was able to duplicate the reported issue. The technician identified corrosion under the power button which caused the inability to power on. The fault could not be replicated after the corrosion was cleared. The location of the corrosion indicated the device had been stored outside of the indicated conditions. The device was scrapped and the customer received a replacement device.

Event description:
A distributor contacted heartsine to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The customer received a replacement device.

Event description:
A distributor contacted heartsine to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.